Manufacturer narrative:
The patient initially displayed signs of poor healing at the incision site, but no reports were received of any signs of infection. Approximately 2 months after the implant, the surgical sites appeared to have healed. It is unclear if there was any event that may have caused the wounds to re-open. The patient's medical history is unknown to the firm and thus unable to determine if there is possibly an underlying condition that may have caused failure to heal. Poor healing is a known risk of surgical procedures.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 and as of (B)(6) 2024 the surgical incision sites were reported to have failed to close and heal as expected. An explant was scheduled to take place on (B)(6)2024 due to the failure to heal, however during the pre-op assessment the sites were reported to have fully closed and the explant did not take place and the physician stated the patient would continue to be monitored. On (B)(6)2025 a nalu representative was notified by the physician's office that this patient had undergone an explant on (B)(6)2025 due to ongoing issues with healing.